Manufacturer narrative:
There is no further information available at this time. Should additional information become available to our company, this report will be updated.

Event description:
Boston scientific received information that this physician believed that while placing the right ventricular lead, it perforated the patient. The lead was successfully placed, however later the patient's blood pressure dropped and an echocardiogram confirmed there was some blood in the pericardium. The physician noted the patient has a very thin right ventricle. The patient is currently in the intensive care unit. The physician's plan was to monitor the patient for now, then do another echocardiogram to see if the patient stabilizes or not. The physician noted the patient appears stable at this time.